Event description:
A malfunction alarm indicated by code malf 12 was reported, and no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and instructed to reach out if any further malfunction code appears.